Event description:
A 7 hole synthes plate was being used for an orif open reduction internal fixation of an ulna. 3.5 mm cortical self tapping screws were being used and a 4.0mm cancellous screw was implanted and the head of the screw snapped off.